Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional two cds devices are filed under separate medwatch reports.

Event description:
This is filed to report that the mitral stenosis after clip (71026u288) deployment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with an mr grade of 4. The patient's baseline mean pressure gradient was 3 mmhg. The first clip was implanted successfully. The second clip delivery system (cds 71030u127) was advanced to the mitral valve to further reduce mr. While advancing the cds handle, the cds took a medial dive and then an anterior dive. When the clip was positioned at the valve, the leaflets could not be grasped because the clip rotated. It was observed that the m-knob was at the 6-7 o'clock position and the cds was curved more than 90 degrees. It was commented that this may have caused a set in the shaft resulting in the observed anterior/medial diving. The clip was not implanted and was replaced. During preparation of the second cds (80123u141), when loading the clip into the clip introducer (ci), the clip arm got caught on the ci and the ci tore. The device was not used and was replaced. The next cds (71026u288) was advanced to the mitral valve and the clip was implanted successfully; however, after deployment the mean pressure gradient increased to 6mmhg. No further clips were used. Two clips were implanted reducing mr to 2. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the mitral stenosis appears to be a result of procedural conditions. It should be noted that the reported patient effect of mitral stenosis is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.